Manufacturer narrative:
Customer contact reports no patient information is available. The customer declined repair of the unit and removed the unit from service.

Event description:
The hospital reported a malfunction resulting in a >20% over delivery of tidal volume. There is no report of patient injury.